Event description:
It was reported that syringe 5ml ll w/needle 22x1-1/2in rb barrel was deformed. The following information was provided by the initial reporter: distorted barrel.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-03-01. H6: investigation summary: one photo and one sample was received by our quality team for evaluation. From the photo, the syringe is observed to be damaged. The sample was subjected to visual inspection. Damage near the barrel roof, zero line scale mare is printed lower, and a scratch mark on the syringe barrel body was observed. A device history record review found no non-conformances associated with this issue during production of this batch. The syringe assembly line was reviewed. Different machine sections were reviewed to match the potential area which could cause the damaged barrel. Based on the returned sample evaluation, it was observed that the barrel is damaged near to the barrel roof and zero scale line is printed lower. The probable cause could be due to the molded barrel is slanted and jammed at the barrel infeed station. The defective parts could have been failed to be effectively removed by the production technician which resulted in escapees to the printing process. Therefore, at the printing process, the zero line is printed lower due to the damaged barrel. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 5ml ll w/needle 22x1-1/2in rb barrel was deformed. The following information was provided by the initial reporter: distorted barrel.